Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device constantly displayed the air in line message. This symptom was unable to be evaluated due to a constant clean load point 2 alarm. Therefore, evaluation was unable to determine causality. No correction was required.

Event description:
During baxter's functionality testing of a spectrum pump, the device constantly displayed the air in line message. There was no patient involvement.